Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead returned and analzyed.

Event description:
It was reported that during lead repositioning, due to dislodgement, the helix didn't retract correctly. After several attempts, the lead was explanted, and a new lead was used. No patient complications were reported as a result of this event, and the patient outcome was reported to be ok following the replacement procedure.